Event description:
Hosp ER personnel responded to a pt in full cardiac arrest, transferred by ambulance, who had received a shock pre-hospital. The ER replaced the ems defibrillator with the device, using the same electrodes as ems used. The device was connected to ac power. According to the reporter, when the charge button was pressed, the device's display disappeared, the service indicator illuminated and the device would not charge. The reporter said that cyling power did not succeed in charging the device. A backup device was immediately called for and used to the pt was not resuscitated. The reporter indicated that the pt's death was not caused by or contributed to by the device's alleged malfunction because of the immediate availability and use of the backup and lack of pt's viability.